Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer's family member reported not seeing the lightning bolt on the programmer, the implantable neurostimulator (ins) was off. The reporter was able to turn the ins back on. The patient had a loss of therapy and her urinary symptoms were worse. Additional information form the consumer's family member reported that since the device was turned back on, things were much better. The patient was less active than previous, due to unrelated health issues and they noticed some leakage at that time. It was noted it was probably a little bit of both in regards to the loss of therapy being due to the device turning off or occurring prior to that. They had a routine appointment at the doctor's office on thursday, (B)(6) 2016 and she planned to ask them to check the programming. Additional information received on 2016-03-03 indicated that consumer family member believed the device was turned off during an unrelated medical procedure the patient had on their leg. Since turning the device on the symptoms have resolved and device was providing therapy. The patient was indicated for urinary dysfunction/ sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.